Event description:
It has been reported to philips that the azurion system wireless foot pedal had an issue. No harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use. Philips field service engineer (fse) inspected the system onsite and confirmed the wireless footswitch battery problem. Fse identified that there was no power in the error led indicator on the base station, and the wi-fi (led) indicator and the battery indicator on the wireless footswitch at the time of occurrence were off. The philips engineer replaced the wireless footswitch charger, wireless footswitch, wfs base station, and pictogram sheet footswitch. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the connection issue, but it was related to the battery charger issue. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.